Manufacturer narrative:
This medwatch is for the suspect device used in system 2. Reference medwatch report with patient identifier (B) (6) for the suspect device used in system 1.

Event description:
Reporter alleged the pt received a discrepant blood glucose result of 537 mg/dl on inform system 1 compared back to back with a result of 166 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the strips are no longer available and so no product will be returned for evaluation.